Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's exact explant date is (B)(6) 2016.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient ((B)(6)) was experiencing pain at the ipg site. In turn, surgical intervention was undertaken to explant the patient's scs system. The patient was reported to be stable. The manufacturer is in the process of obtaining the patient's implant and explant dates. Concomitant medical products: the implant date for the following devices is unknown: model: 3186, scs lead; model: 1192, scs anchor.